Event description:
It was reported to philips healthcare that an intellivue patient monitor "fell on the face of a patient."

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.